Event description:
A percutaneous coronary intervention was being performed on an 80% severely calcified lesion in the distal right coronary artery (rca) and a 99% calcified lesion in the posterior lateral branch (plb) artery. The vessel was wired with a non-boston scientific guidewire and was then exchanged with a rotawire floppy using a non-boston scientific microcatheter. Both lesions were rotablated using the rotopro 1.25mm. The rotawire was then exchanged using the microcatheter to a non-boston scientific guidewire. The lesions were prepared using emerge semi-compliant balloons and the wolverine coronary cutting balloon was chosen to prepare the distal rca lesion. The wolverine would not pass the tortuosity into the lesion, so a guidezilla was used to provide further support to the jl4 guide catheter. The distal rca lesion was successfully dilated with the wolverine. The lesion in the plb was stented with a 2.5 x 16mm synergy ii drug-eluting stent and the distal rca was stented with a 3.0 x 24mm synergy ii drug-eluting stent. When the 3.0 x 12mm nc emerge balloon was placed into the 2.5 x 16 synergy ii drug-eluting stent and inflated to 20 atmospheres, the balloon burst. The balloon was removed and post dilation was performed using a 3.0 x 12mm non-boston scientific non-complaint balloon. Angiographically the procedure looked very successful and the synergy stents looked well expanded. The guidezilla and guidewire were removed and the case was completed. Later that afternoon, the patient complained of chest pain and had st elevation. The patient returned for a coronary angiogram. The implanted stents were noted to be patent and the angiogram was unremarkable. The physician post dilated the stents once more and finished the procedure.